Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery pins were damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 3 which was found to be contaminated and would have compromised electrical contact with battery leads. J1 pins 3 and 4 were also found to be permanently compressed and bent.